Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The patient reported infusion set fell off while doing physical activity/sweating, swimming, or bathing. No further information available.